Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed as planned by using another system. The philips field service engineer (fse) inspected the system on site and confirmed that primary issue was with table movement; during a reboot to reset geometry, system was unable to boot up. The review of system log files showed malfunction of the pdu (power distribution unit) fan tray and dcps (dc power supply). Upon troubleshooting, the fse identified the faulty fuse supplying power to one phase and the fuse was replaced but the issue persisted. To resolve the issue, the fse replaced pdu fan tray and dcps and returned the defective part for further analysis; however, the supplier¿s evaluation could not determine the cause of the parts failure. Following replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the table was freely floating. Upon rebooting, the system was frozen and unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.